Manufacturer narrative:
The returned printed circuit board (B)(4), dc/dc & standard connectors, was tested in a reference ventilator. The reported "restart ventilator" alarm was generated at startup and the backup buzzer was sounding. Ocular inspection of the circuit board (B)(4) showed that a soldering residue was stuck between two pins of the integrated circuit ic20, which short - circuited the component. Electrical measurements showed that the +5v output voltage was too low, which was caused by the short-circuited ic20. When the soldering residue was removed a new electrical measurement was done and the +5v output voltage was correct. If the +5v output voltage decreases during ventilation, the alarm "restart ventilator" will be generated, the backup buzzer will sound and eventually the ventilator will stop functioning. The device logs from the time of the event confirm the reported problem but they also show that there was no stop of ventilation. At the time, the ic20 was probably not completed short-circuited and the voltage decrease was insignificant. (B)(4).

Event description:
It was reported that during pt treatment, the ventilator generated "restart ventilator" alarm and the back up buzzer was sounding. (B)(4).